Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2013 at 21:42:44. During night drain cycle one, the patient's ultrafiltration reading was 1395ml, indicating the home patient (hp) drained 1395ml more than their maximum programmed fill volume of 2000ml. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received for evaluation. Review of the event log identified the increased intra-peritoneal volume (iipv) event. The cause was that the user had programmed the initial drain alarm setting inappropriately. The homechoice / homechoice pro apd systems patient at-home guide states in the warnings: "setting the I-drain alarm volume too low or off can result in an incomplete initial drain followed by a full fill". This can result in an increased intraperitoneal volume (iipv) situation. Should additional relevant information become available, a supplemental report will be submitted.